Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not ratcheting. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on september 25, 2017 revealed that the roller and comb were damaged. The calibration and test mesh could not be taken due to the damaged comb. Also the ratchet needed oiled and repaired. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 25, 2017 which included replacement of the roller and damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was revealed that the ratchet needed lubrication. However, it was also revealed that the calibration and test mesh could not be taken due to the damaged comb. The root cause of the reported was due to the ratchet which needed lubrication. However , it was also revealed that the calibration and test mesh could not be taken due to the damaged comb. The reported event was confirmed during inspection of the device and the device was not repaired and returned to the customer. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not ratcheting. Investigation results revealed that the comb was found to be damaged . No adverse events have been reported as a result of this malfunction.